Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.057¿ x 0.091¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed misuse. A review of the instrument log for the tip-up fenestrated grasper instrument (470347-12/n10211006 0131) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the tip-up fenestrated grasper was broken. There was no report of patient involvement or reported injury. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated the issue was noted after reprocessing and was brought up to their attention due to it not performing correctly.